Event description:
It was reported that the implanting physician for this neurostimulator decided to abort the procedure due to the belief that it was unlikely that opening a new lead would not resolve the underlying lead positioning issue. The implanting physician made multiple attempts at a lead placement bilaterally. Despite proper lead placement and appropriate intraoperative responses, the lead placement remained problematic. Despite multiple troubleshooting efforts, the lead consistently laid cephalad, resulting in either high or non-motor responses across all electrodes. The lead appeared stacked and minimally visible despite repeated adjustments. Open impedances were noted. A new stimulation clip was opened, but the same impedances were observed on those electrodes. It was noted that the patient's anatomy might have contributed to the challenging lead placement and suboptimal outcome. The implant procedure was aborted and the patient was under general anesthesia. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "impedance high" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the implanting physician for this neurostimulator decided to abort the procedure due to the belief that it was unlikely that opening a new lead would not resolve the underlying lead positioning issue. The implanting physician made multiple attempts at a lead placement bilaterally. Despite proper lead placement and appropriate intraoperative responses, the lead placement remained problematic. Despite multiple troubleshooting efforts, the lead consistently laid cephalad, resulting in either high or non-motor responses across all electrodes. The lead appeared stacked and minimally visible despite repeated adjustments. Open impedances were noted. A new stimulation clip was opened, but the same impedances were observed on those electrodes. It was noted that the patient's anatomy might have contributed to the challenging lead placement and suboptimal outcome. The implant procedure was aborted and the patient was under general anesthesia. There were no patient complications.